Manufacturer narrative:
According to the customer, there were several incidents where the tourniquet caused the skin on the "toe" to have "blisters and redness". The customer reported the patients would notify the customer "12-24 hours" after the procedure when the procedural wrap came off. The customer reported as a result of the reported incident the patients were prescribed "clindamycin 300mg, bactrim, and silvadene" and required follow-up with the physician. Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there were several incidents where the tourniquet caused the skin on the "toe" to have "blisters and redness".